Event description:
Device analysis provided. The physician noted on the explant form the entire j wire was removed. Device analysis reveals 14mm of the j wire was not rec'd.

Manufacturer narrative:
No lead body was rec'd. Only the j stiffener wire was rec'd. The j stiffener wire measures approx 74mm. It appears that approx 14mm of the j stiffener wire was not rec'd with all recorded measurements adding up to approx 74mm. Scanning electron microscope analysis pending on fractured j stiffener wire.